Manufacturer narrative:
Reported event: an event regarding a difficult rio registration, involving a 3.0 rio® robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 057 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding difficult rio registration. There were no other reported events for the listed catalog number. Conclusion: the log data from the case was reviewed. An analysis of arm errors, end effector constants, base array motion, and system accuracy checks was completed. Based on the collected data, the robotic arm accuracy checks and errors/warnings show no evidence of any failures with the robotic arm that would contribute to the described event. Yellow checkpoint tolerance regions for bone are 1-2mm and 1.5-2.5mm for the robotic arm. Based on the event description, the surgeon was between the green and yellow range which is passing. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio was not able to pass registration. The case was converted to a manual total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio was not able to pass registration. The case was converted to a manual total knee arthroplasty.